Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been completed at this time. The patient is stable.